Event description:
I received laser correction surgery (traditional lasik) in (B)(6) 2015 from the (B)(6). The side effects were absolutely minimized and I received conflicting reports about the tear duct plugs and duration. I have been suffering from chronic dry eye since. It causes serious eye strain and daily headaches. I also do not have 20/20 vision. My vision is constantly blurry and the (B)(6) is avoiding an enhancement surgery (despite my non-perfect vision and the fact that I paid for enhancements) because they say getting the enhancement will be liking "shooting yourself in the foot." I was purposely given ill fitting duct plugs because they didn't have the right size. I have to wear moisture chambers goggles for mild symptoms relief. I no longer have any visual clarity. It's miserable, truly.